Event description:
During baxter;s functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. The current reading of the downstream sensor was found out of specification. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.